Event description:
It was reported that the pt is still able to hear with her device, however, she complained about intermittencies. Testing was carried out several times, which confirmed that the device has malfunctioned. Resonance frequency is between 12.3-12.5 mhz.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.